Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was inside the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: foreign matter inside the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was inside the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: foreign matter inside the syringe.

Manufacturer narrative:
H.6. Investigation: no physical samples that display the reported condition have been received, however, one photo was provided for evaluation. Upon visual inspection of the photo, no foreign matter can be observed. A device history review was performed for reported lot 2008031, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. It is possible the liquid that was described to be observed in the syringe was silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2008031 and found to be within specification. Silicone can be visible due to issues related to poor distribution inside the barrel. As no defect was observed in the photo provided and device records do not indicate any issues occurred during manufacturing, a definitive root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that foreign matter was inside the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: foreign matter inside the syringe.